Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient was not showing in the system. A technical support specialist dialed into the server, found that the cce has no disconnected flag and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary patient was not showing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.